Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. There was no known impact to the customer¿s blood glucose (bg) level. The customer successfully resumed insulin deliveries after the occlusion alarm and declined troubleshooting with tandem technical support to determine a possible cause of the occlusion. Additionally, it was reported that an altitude alarm occurred after the customer swam while wearing the pump. The customer's bg level was 137mg/dl. Insulin deliveries were successfully resumed. Tandem technical support advised the customer not to wear the pump while swimming as the pump is not water resistant.